Event description:
Review of the download data for a (B)(6) male patient revealed overvoltage fault flags. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overvoltage set flags) has been confirmed. Upon investigation the monitor's ca and defibrillation board were unable to properly communicate. The cause of the communication errors was oxidation on the interconnect board. The root cause of the oxidation and improper seating of the interconnect cannot be positively identified. No adverse event resulted from the oxidized interconnect. The pt received a replacement monitor.